Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported the patient was not hospitalized for the event. The patient was treated with cefazolin injection (250mg, route, frequency and duration were not reported) and vancomycin injection (500mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.